Event description:
It was reported that there is excess plastic on the inside of the tubing. There was no adverse event or injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. There were no non-conforming reports (ncrs) initiated for the lot, or anomalies identified in the DHR (device history review). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: e4: correction: customer reported to FDA: no information.